Event description:
It was reported that the temperature was not reading on arctic sun device and the user wanted to put device into manual mode. Explained that manual mode was not safe and should not be used. Temperature cable was in temperature 2 spot and was unable to get the plug out of temperature 1 outlet. Also stated that there was no cable attached to the hub. Suspected that the hub was lodged in and someone had pulled the cable off trying to unplug it. Asked to send the device to biomed and get another device. Per follow up via nurse on (B)(6)2021, the complainant used scissors to pull something stuck in port then put a new cable in device to complete therapy. It was also stated that the cable was disposed of.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not reading on arctic sun device and the user wanted to put device into manual mode. Explained that manual mode was not safe and should not be used. Temperature cable was in temperature 2 spot and was unable to get the plug out of temperature 1 outlet. Also stated that there was no cable attached to the hub. Suspected that the hub was lodged in and someone had pulled the cable off trying to unplug it. Asked to send the device to biomed and get another device.